Manufacturer narrative:
Continuation of d10: 6996sq58, lead implanted: (B)(6) 2005. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that the cardiac resynchronization therapy defibrillator (crt-d) depleted earlier than expected. The patient noted that their phone was next to their device and believed that there was an interference that caused the tone. The patient noted that their doctor said, "it shouldn't have gone off." The patient also noted that they had confirmed with their physician that the toning was definitely due to the battery running low. The patient also reported that their ¿third wire was so messed up they didn¿t know what to do with it.¿ the patient noted that one lead is preventing them from doing a magnetic resonance imaging (MRI). The crt-d and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additionally, it was disclosed by the clinic that the device was explanted and replaced for normal battery depletion when it reached elective replacement indicator (eri).